Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. There were multiple PMA / 510(k) numbers reported to be involved. The information for each PMA / 510(k) number is listed below: PMA / 510(k) #: k023331. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for 84950 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 84950 was not observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes' stoppers had molding defects. No serious injury or medical intervention reported.